Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the motor did not run smoothly. The defective motor was replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is one possible root cause of the damage to the motor, causing it to not turn smoothly. However, given the information provided, we cannot discern a definitive root cause of the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/19/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that during service evaluation, it was determined that the handpiece device failed electrical safety test. There was no procedure nor patient involved. No additional information was provided.